Manufacturer narrative:
This case was reported via (B)(6) ((B)(4)) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of rash pruritic ("numerous bouts of rash with itching") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and intervention required), urinary retention ("feeling of post-void residual urine"), vulvovaginal discomfort ("vaginal discomfort, like a poorly positioned sanitary napkin"), cognitive disorder ("cognitive disturbance"), asthenia ("chronic asthenia"), arthralgia ("joint pain"), menorrhagia ("highly haemorrhagic menstrual periods"), muscular weakness ("muscle weakness") and abdominal pain lower ("pain in right iliac fossa during sports, tugging sensation"). The patient was treated with surgery (scheduled for (B)(6) 2017 for removal of essure inserts and uterus). At the time of the report, the rash pruritic, urinary retention, vulvovaginal discomfort, cognitive disorder, asthenia, arthralgia, menorrhagia, muscular weakness and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, asthenia, cognitive disorder, menorrhagia, muscular weakness, rash pruritic, urinary retention and vulvovaginal discomfort to be related to essure. Diagnostic results: test for allergy to nickel and pelvic ultrasound performed in (B)(6) 2016 - no results were provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: rash pruritic. The analysis in the global safety database revealed 8 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since no valid lot number was reported for this case, a review of the manufacturing batch record could not be conducted. A quality defect or device malfunction could not be confirmed at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (B)(4) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of rash pruritic ("numerous bouts of rash with itching") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced rash pruritic (seriousness criteria medically significant and clinically significant/intervention required), urinary retention ("feeling of post-void residual urine"), vulvovaginal discomfort ("vaginal discomfort, like a poorly positioned sanitary napkin"), cognitive disorder ("cognitive disturbance"), asthenia ("chronic asthenia"), arthralgia ("joint pain"), menorrhagia ("highly haemorrhagic menstrual periods"), muscular weakness ("muscle weakness") and abdominal pain lower ("pain in right iliac fossa during sports, tugging sensation"). The patient was treated with surgery (scheduled for (B)(6) 2017 for removal of essure inserts and uterus). At the time of the report, the rash pruritic, urinary retention, vulvovaginal discomfort, cognitive disorder, asthenia, arthralgia, menorrhagia, muscular weakness and abdominal pain lower outcome was unknown. The reporter considered rash pruritic, urinary retention, vulvovaginal discomfort, cognitive disorder, asthenia, arthralgia, menorrhagia, muscular weakness and abdominal pain lower to be related to essure. Diagnostic results: test for allergy to nickel and pelvic ultrasound performed in (B)(6) 2016 - no results were provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced numerous bouts of rash with itching. Device removal is scheduled. This event is anticipated according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this particular case, limited information was provided. However, considering event's nature and since no alternative explanation was provided, causality with the suspect insert cannot be excluded. In addition consumer reported highly haemorrhagic menstrual periods, vaginal discomfort and pain in right iliac fossa during sports amongst other events. Since device removal will be required, this case was regarded as incident. A product technical analysis is being sought.